Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received regarding a patient with an implantable neurostimulator (ins), and it was reported that the patient was trying to charge the ins, but the recharger started beeping, flashed 3 times, and went blank. The patient could not charge the ins. When the recharger was plugged in it showed the recharger was almost fully charged and still charging. Resetting the recharger did not resolve the issue. Relocating the antenna also did not resolve; antenna locate was tried but the highest value was 82. Poor communication was seen with the patient programmer. The patient reported he had not charged for a couple of weeks. It was reviewed that the ins may be overdischarged. Patient was issued a new antenna, and told to follow up with his healthcare provider (hcp) if the issue was not resolved. The patient reported an upcoming appointment with his hcp and a manufacturer¿s representative (rep). No symptoms were reported. There were no reported complications and no further complications were expected. Patient was implanted for non-malignant pain. Additional information was received from a manufacturer representative (rep). It was reported that the ins was in overdischarge and the rep was performing a physician mode recharge (pmr). The rep then said that the ins was in normal recharging mode but the power on reset (por) had not yet been cleared. The rep called again later and said that the patient had been charging for 1 hr and 45 min and the ins was not at 25%; while on the call, the ins switched to 25%. The rep tried to use the physician programmer but the ins was not charged enough yet. The rep said they will continue charging ins until they can use the physician programmer to clear por. Additional information was reported that ever since the patient's ins was restarted after being overdischarged it will not hold a charge and the patient is having to charge more often. The patient stated that he is able to fully charge his ins and will have the stimulation off until he needs to use it. The patient stated that when using his patient programmer (pp) to turn his stimulation on it will show the ins battery is low even though it has not been turned on. The patient then mentioned his concern about potential discrepancies between the battery life icon on his pp and recharger. The patient stated the recharger will show the battery is full and the pp will show the battery at half. It was reviewed how overdischarge affects the battery of an ins. The patient noted that he turns his stimulation on to address his sore back when it is humid or doing exercise. The patient stated he charges to 100%. The patient was redirected to follow up with their healthcare provider (hcp) to address concerns about charging his ins. No further information was reported.